Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause of the malfunction damaged fiber bonding and dented outer tube was not established, while the caused of the cause of the malfunction purple image was traced to be broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the subject device exhibited damaged fiber bonding, dented outer tube and a purple image. There was no patient involvement.